Manufacturer narrative:
(B) (4): device was returned to the MFR for evaluation. The lower jaw is slightly out of alignment with upper jaw. The upper shaft tang is broken off on one side from the center of the pivot pin back approx 5mm. Microscopic examination discovered a fairly brittle fracture surface.

Event description:
It was reported that the shaft of the instrument was cracked during use. Although the instrument was used in surgery, no pt complications were reported.